Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant of this atrial lead, an x-ray identified the lead had been pulled taught such that the j shape had been removed under tension when the patient was positioned upright. Lead testing indicated satisfactory lead measurements; however, the implanting physician decided to take the patient back into surgery to add additional lead redundancy in order to reduce the risk of dislodgement. The procedure was performed without complication. No additional adverse patient effects were reported.